Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced over a guide wire; however, the balloon catheter became stuck on the wire. Both devices were removed together and the procedure was completed using a different balloon catheter and guide wire. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced over a guide wire however the balloon catheter became stuck on the wire. Both devices were removed together and the procedure was completed using a different balloon catheter and guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed that the shaft was kinked 72.5cm from the strain relief. The inner diameter (ID) of the catheter was measured at the hub and tip, which is within the coyote es specifications. The guide wire used in the procedure was not received with this device. A kinetix plus guide wire was used for functional testing. The outer diameter (od) was measured. Functional testing was performed by loading the kinetix guide wire into the tip and hub of the device; however, the guide wire was unable to be advanced past the kinked shaft in the hub. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).